Manufacturer narrative:
(B)(4). As visual inspection revealed a damaged plastic cover the problem was able to be verified during sample analysis. The cause of the physical damage was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed with no issues related to the reported condition noted. A visual inspection was performed. Functional testing was performed and a malfunction was noted related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the plastic cover of a homechoice pro had a burn mark. The reporter stated that they did not notice any smoke or smell any burning. It was not specified when in the therapy this occurred. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.